Event description:
It was reported that a deformation on blood inlet connector of oxygenator was detected during daily control of the system. After, the oxygenator was changed without problem. No harm to any person was reported. The reported failure was occurred during treatment and a product change was required, therefore the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint#: (B)(4).

Manufacturer narrative:
It was reported that a deformation on blood inlet connector of oxygenator was detected during daily control of the system. After, the oxygenator was changed without problem. No harm to any person has been reported. Further information was received on 2024-11-13, the product was used for 12 hours. Patient was transported via ambulance and before the transport, there was not any damage/leakage detected. Customer states that it is unknown at this point where the failure had occurred. Customer performed a visual control before use and no damage was observed on the product. The exact cause of the failure could not be determined. However, based on the investigation results, the product was used for '12 hours' which is more than the maximum duration of use ¿6 hours¿ according to the instruction for use of the product. The production history record (DHR) of the affected quadrox-I small adult with lot#: 3000364493 was reviewed on 2024-11-25. According to the DHR results, the product quadrox-I small adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. The lot number of the finished product 'custom tubing set' was not provided by customer however below lot numbers were identified via sap which are sold to sweden by using the provided oxygenator lot within the complaint: (B)(4), be-hqv 101404# adult pack, (B)(4), be-hqv 101404# adult pack. The production history record (DHR) of the affected be-hqv 101404# adult pack with lot#: 3000372667, 3000373606 was reviewed on 2024-12-02. According to the DHR result, the product be-hqv 101404# adult pack passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. Further, the reported failure is mitigated in instruction for use of product as follow: IFU quadrox-ID adult g-305,701067798 v07, page 9: the maximum duration of use is 6 hours. IFU quadrox-ID adult g-305, 701067798 v07, page 10: failure to comply with the intended use can result in serious injuries or death. - only use the device in accordance with these instructions for use. - read the instructions for use completely before using the device. - observe all information on the device. - also follow the instructions for use for additional components used. The use of non-sterile or defective devices can result in infection of the patient, user and third parties. - only use the device if it is sterile. - do not use the device if it or the sterile packaging is damaged. - observe the use-by date on the packaging. - always observe strict asepsis when handling the device. IFU quadrox-ID adult g-305, 701067798 v07, page 11: mechanical forces may act on the components during the application. This can lead to blood loss, embolisms and inadequate patient support. - secure all connections. - avoid excessive tension and check the integrity and leak-tightness of the components immediately. - avoid intra-hospital transportation. Besides, related controls are in place for production with standard procedure as: 100% visual control of oxygenator for damages. Based on the investigation results, since the complaint was occurred at the 12th hours of usage, and the product fulfilled its functions within the 6 hours (maximum duration) of use, failure could not be confirmed. The customer will be informed by getinge sales & service representative about the investigation results and IFU mitigation's. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.